Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event. The difference in the reporting date versus the event date is due to the clinical event committee (cec) board review of the (B)(4) study events.

Event description:
Patient enrolled into the (B)(4). Patient death reported. The carotid stenting procedure was performed on (B)(6) 2008. The patient became unresponsive after the procedure, just after swallowing plavix and asa. Emergency measures and CPR were initiated and the patient did not respond to acls measures. The patient was pronounced dead while still on the table. Per the clinical event committee (cec) review, the death is not related to the protege and spiderfx, but was related to the procedure. Please reference MDR 2183870-2011-00026 for the protege rx used in the procedure.